Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor was moving during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: 20m054 (previously submitted as ni) correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni) additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured from november 19, 2020 - november 20, 2020. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The video was visually inspected and showed a slightly loose stressmember flange. The red coil cap is designed to rotate; it is not designed to be fixed. Therefore, there was no defect from the red coil cap. The red coil cap performed as designed. The reported condition was verified. The cause of the slightly loose stressmember flange may potentially be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.